Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test, occlusion test and the delivery accuracy test or verify possible under delivery due to motor error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 310 mg/dl. Customer¿s current blood glucose value was 183 mg/dl. The customer experienced symptoms such as stomach cramps, nausea and thirst. The customer treated with the bolus and manual injections. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears sticking out. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.